Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection procedure, the anvil did not tilt resulting to difficulty with removing the device from the cavity. A suture was used to resolve the issue in order to complete the case.